Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the pacemaker was explanted and successfully replaced with new system. No additional adverse patient effects were reported.